Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered for high rate non-sustained episodes and high sensing integrity counter (sic) which coincided with a surgical procedure. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.